Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed. The field service engineer (fse) found that drawer 3.2 on the main row board (e) had no power. The cause of the problem was that the row board cable had become unplugged from the row tray. This issue was resolved by reseating the row board cable to the row tray. The repair was then tested in the hardware test application and verified to be functioning correctly. Then, the fse checked bus cable connections and tightened the hardstop. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, levetiracetam 500 mg tab in cubie pocket e1 drawer 3.2 failed to release in the station bw-er2. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.